Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had unresponsive buttons. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j1 printed circuit board keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.